Manufacturer narrative:
The subject device was returned to olympus for evaluation. As the result of evaluation, it was found that the coating on the outer surface of the jaw was peeled off. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator¿s technique. Based on the past similar cases, the peeling of the coating is considered to have occurred because the operator tried to scrape the coagulum build-up on the grasping section, metal-exposed area around it and the probe tips with a sharp object such as a scalpel or the tip of tweezers. The instruction manual of the device has already warned as follows; -if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a procedure on the pancreas, the subject device was used. An error (error code unknown) occurred and the device stopped working. The doctor replaced it with a spare one and completed the procedure. No patient injury was reported. When the device was evaluated on october 19, 2017, it was found that the coating on the outer surface of the jaw and the probe were peeled off. As the result of contact with the sales, it was reported that there was no report from the facility saying that something fell into the patient. This report is about the peeling of the coating on the outer surface of the jaw.